Manufacturer narrative:
Unit received motor error alarms during rewind due to corroded motor home switch. Cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 460 mg/dl, which was treated with a manual injection. Blood glucose level was down to 349 mg/dl later in the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.